Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6), 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2008 the patient underwent abdominal sacralcolpopexy, halban¿s culdoplasty and hysterectomy, and an additional mersilene mesh, was implanted due to symptomatic pop. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystourethroscopy procedure.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia and bowel problems.